Manufacturer narrative:
Concomitant: product ID 8703w, lot# j0039970r, implanted: 2001-(B)(6), product type catheter. (B)(4): see manufacturer report #6000030200300053 for the analysis results. (B)(4).

Event description:
Note: the initial MDR information was originally filed in manufacturer report #: 6000030200300053 along with the analysis results and subsequently thereafter duplicate information was also filed in manufacturer report # #3004209178201006653. However, all further information going forward regarding the patient's motor stall and withdrawal will be filed within this new report. Further, additional information received noted that the motor stall had occurred in 2001 and the patient experienced withdrawal as a result. At the time of this event the device system reportedly delivered morphine and clonidine.